Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged with struts lifted and misaligned from the proximal side to the centre. Some struts were lifted and folded distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked at various locations. No other issues were noted with the device. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The target lesion was located in the severely calcified proximal section of the left anterior descending artery (lad). A 4.00x16mm promus element stent was advanced to treat the target lesion, however, the device could not cross the lesion. The procedure was completed with another of the same device and no patient complications were reported. The patient was stable post procedure. However, returned device analysis revealed stent damage.